Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). An actual sample arrived out of the pouch unprimed for an evaluation. Visual inspection showed that the clamps were in a closed position. All clamps were opened and re-closed and tested for shut off. Additionally, a visual inspection was performed of all set components. All clamps had complete shut off, and there were no obvious visual defects. Because the clamps performed as designed the reported condition will not be confirmed. The cause of this condition has not been identified. Baxter found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to a baxter sales representative of an irrigation set in which the nurse is not successfully closing an unspecified number of clamps on a set while nacl is being administered in the set. No patient involvement was reported. It is unknown when this condition occurred; however there was no report of any patient injury or medical intervention. No additional information is available.